Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler experienced a low priority alarm 30166 (too much air pulled from source during a therapy) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The patient stated that the towel under the supply bag was wet after having the alarm 30166 and disconnected from therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The manufacturing record review was not performed as the complaint was resolved over the phone per the amia troubleshooting guide . Should additional relevant information become available, a supplemental report will be submitted.